Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a complete pump reset, and after the reset, the error no longer appeared. The customer then successfully started their sensor session.